Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia was treated with carb intake. Customer experienced sore sweaty symptom during the reported event. The customer also reported the loss of communication between insulin pump and transmitter, retainer ring damage. The event involved product(s) mmt-1884, unomedical, unk_reservoir, mmt-7040a, mmt-7841zn. Troubleshooting was performed. The customer removed transmitter from sensor and reconnected. Transmitter blinked when attached to the sensor and began communicating when connected back to sensor. Customer confirmed pump had a damage at battery tube threads. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for unomedical, unk_reservoir, mmt-7040a, mmt-7841zn.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, no relevant alarms were confirmed in the download history files to confirm the reason. The unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. The unit was opened, and per visual inspection, no moisture damage or anomalies were noted. The following cosmetic damages were noted: cracked battery tube, cracked case, cracked battery threads, scratched case, and pillowing keypad overlay. In conclusion, customer concerns are not confirmed of sensor issues, retainer ring damage, and high bg. Unit communicated properly with link (3) and was tested successfully. However, customer concerns of damage to the battery threads were confirmed when cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.